Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light/ alarming/red light. The key failure is the sieve beds leaking sieve. Associated malfunctions for this device: poppet valve contaminated.